Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" message and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction for defib fault 76 was duplicated and attributed to a faulty relay on the pace/defib engine board. The device was recertified and returned to the customer. The reported malfunction for no power up was duplicated and attributed to a system interconnect cable not properly seated. The cable was reseated to remedy the problem. Analysis for reports of this type has not identified an increase in trend.